Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the display top lcd assembly using the screw kit and replaced all associated labels. The unit passed all calibration, functional, and safety tests per factory specifications, and was returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported while fixing another issue, the cardiosave intra-aortic balloon pump (iabp) was noted to have a horizontal pixelated line on upper display. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: (type of investigation, investigation findings, health effect ¿ impact code & investigation conclusions).